Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: pain; elevated serum ion levels; large amount of fluid present within the joint; 15 cc of cloudy serosanguineous fluid was sent to pathology; thick scar tissue.

Event description:
Litigation papers allege patient suffered the following personal and economic injur(ies) as a result of the implantation with the asr hip implant: feelings of discomfort; pain, difficulty walking and performing other routine movements.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.